Event description:
It was reported that the patient underwent posterolateral fusion at l4-s1 using 8cc rhbmp-2/acs due to spondylolisthesis and disc he rniation. The estimated blood loss was 250cc, operating room time was 175 minutes, length of hospital stay was 96 hours, the patient returned to work 157 days post-op. At 6 months post-op, the patient presented with moderate pain, spasms and cramps in the right lumbosacral area and over iliac crest. The patient was last seen 6 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft matrix, 30cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.